Manufacturer narrative:
As reported by our affiliate, the balloon ruptured at 6 atm during pta on this male patient. The lesion site was on a superficial femoral artery. The lesion had 100% stenosis, was not tortuous and its calcification level was unk. The procedure was completed with another product. There was no reported patient injury. This product is not available for eval and testing. Add'l info has been requested and will be submitted within 30 days upon receipt.

Event description:
The balloon ruptured at 6 atm.